Event description:
While in preparation for a cardiac cath, it was noted that the introducer tip was cracked and crumbling. On 2 prior events, the same problem was noted on 2 cannulas (unfortunately discarded), but the MFR was notified of the problems encountered. Under no circumstances did center autoclave these instruments nor did they store them in areas with heat great enough to harm the equipment. Obviously this crumbling could cause disasterous effects if not picked up prior to insertion.